Event description:
It was reported that pump displayed malfunction code 199 in tandem source, which indicated malfunction code 9 on pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction code, and was advised continuing using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.